Event description:
During skinny wire manipulation (0.018 wire) the skinny tip of the wire was disconnected and was retained partially in the calyx. There was a successful placement of 5-french catheter for access and stone removal in right kidney. On (B)(6) 2004 right percutaneous nephrostolithotomy.